Event description:
It was reported that during a lap cholecystectomy, the clips were not sealing on the vessel and the clips were flying out before being fired. Some of the clips were sealing at the top end and the bottom end and bulging in the middle. Opened another device of the same product code and the same thing happen. A third same like device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.